Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he lost the reservoirs. Customer's blood glucose was 245 mg/dl. Customer was hospitalized due to low blood glucose in april. Customer mentioned both legs were amputated up to knees. Customer will not be returning the device for analysis.